Event description:
It was reported that a patient presented for atrial lead revision. It was noted that there was oversensing noise and extra cardiac stimulation due to the atrial lead. During lead revision, the physician noted insulation breach on the atrial lead. The atrial lead was explanted and replace. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were noise, insulation damaged, and extra cardiac stimulation. As received, a partial lead was returned in two portions for analysis. The reported events of noise and extra cardiac stimulation were not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures but did find an internal short at the connector region due to procedural damage. The reported event of insulation damaged was confirmed. Visual inspection of the lead found damages to the insulation consistent with procedural damage.